Event description:
Outbound. Pt stated one prefilled cassette would not set up correctly with pump, patient had to discard early per nurse instruction, patient had backup opened already that was still good and will self mix one cassette on 05/30. Defective full cassette (2-toned beeping alarms on both infusion pumps sn (B)(4)): cadd cassette 100 ml with flowstop ¿lot# 4092491 exp 01/18/2026), no further details provided.